Event description:
It was reported that the pt received a durom acetabular cup on (B)(6) 2006 and was revised on (B)(6) 2011 due to pain, infection and loosening of the acetabular cup.

Manufacturer narrative:
The manufacturer did not received explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. The sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 to the power of -6 or better. The mfg lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the pt. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer's reference number of this failure is (B)(4).